Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was broken. Boston scientific technical services (ts) referred the patient to the clinic. Additional information obtained from the field which indicated that the lead exhibited high shock impedance. The lead was surgically abandoned. No additional adverse patient effects were reported.